Manufacturer narrative:
(B)(4).

Event description:
It was reported the stiffener (stylet) of the catheter unraveled during removal. The device was changed. No medical consequence for the patient.

Manufacturer narrative:
(B)(4). The customer provided two images showing a catheter with stylet assembly. The lidstock was also pictured. Visual analysis revealed that the stylet was severely unraveled. The customer also returned one catheter with stylet assembly and a lidstock for analysis. No definite signs of use were observed. Visual analysis revealed that the stylet was severely unraveled from the distal end. The stylet was removed from the catheter extension line, and it was noted that only a small portion of the stylet was still inserted through the t-port. This indicates that undue force was applied to the stylet in order to pull it through the t-port. Microscopic examination confirmed the damage and revealed that the core wire had separated directly adjacent to the distal weld. Despite this, the distal weld was still attached to the coil wire. During functional testing (see below), the coil wire became separated. The stylet length from the proximal weld to the core wire point of separation at the distal end measured 12 7/16" which is within the specification limits of 12 1/14"-12 3/4" per the guide wire graphic. The stylet outer diameter measured .0150" which is within the specification limits of .0150"-.0159" per the guide wire graphic. Functional testing cannot be performed with the stylet as it was too severely unraveled; however, a lab inventory guide wire with a diameter of .015" was inserted through the catheter to check for blockages/resistance. Little to no resistance was observed as the guide wire passed completely through the assembly. Performed per IFU statement "remove placement wire and luer-lock sidearm assembly as a unit. Failure to do so may result in wire breakage". A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit cautions the user, "remove placement wire and luer-lock sidearm assembly as a unit (refer to figure 7). Failure to do so may result in wire breakage". The report of an unraveled stylet was confirmed through complaint investigation of the returned sample. The guide wire core wire was broken adjacent to the distal weld. This resulted in the wire to unravel. The sample met all relevant dimensional and functional in spections, and a device history record review did not reveal any evidence of a manufacturing related issue. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if undue force is applied. Based on these circumstances and the fact that the stylet was pulled through the tport, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the stiffener (stylet) of the catheter unraveled during removal. The device was changed. No medical consequence for the patient.